Event description:
On 18-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing had detached at base connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set was damaged off in the packaging, as the infusion set's tubing was detached and it was never used. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set was damaged off in the packaging, as the infusion set's tubing was detached and it was never used. No further information available.